Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B3, b5, h6 medical device problem code 2892- removed, h6 medical device problem code 2885-added.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.